Event description:
The past 2 freestyle libre sensors that I have worn have started to leave a rash/ burn under the sensor. The 1st of the 2 left just a little rash. The 2nd one that I removed monday, (B)(6) 2020 had what I can only describe as a burn under the patch. The company refuses to email with me, they insist I call them, I think that itself is shady. FDA safety report ID # (B)(4).